Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, d8-9, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. Investigation summary: the sflx 1 coil was received for evaluation. A visual inspection of the customer returned product was performed. Included was one sflx 1 coil part no. 1068225 with julian date 19347. The part appeared to be in good condition from the cosmetic/visual point of view. The DHR for the sflx 1 coil was reviewed in the product information section and there were no reports of non-conformances or deviations. The failure was not confirmed for the reported condition of "burning sensation and discoloration of the foot". The coil was tested and operates as intended. Review of complaint history identified (0) total complaints from (oct 1, 2019) to (oct 1, 2020) for pn (1068225) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Highridge medical will continue to monitor for trend. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported by the sales rep that the patient's husband stated that she took a shower and the water touching her foot felt like a burning sensation. This foot is also a different color. The burning sensation started on the left foot and it is constant but it increases when using the stimulator. The burning sensation is below the skin and it is painful. The pain level is an eight. The pain level has remained about the same for 4 days but it increases when wearing the bhs unit. The patient is not weight bearing at this time. The patient's husband, raymond stated that the left foot is purple and it is also darker than the right foot. I told the patient's husband to stop using the stimulator and to contact the doctor. No additional patient consequences have been reported. The sfxl coil was not returned for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient's husband that the patient was experiencing a burning sensation and discoloration of the foot while using the bone healing system (bhs).the patient began to treat with the device on (B)(6) 2020. The constant burning sensation started on the left foot 4 days ago. The burning sensation is below the skin and it is painful. The burning sensation and pain increased while using the stimulator. The patient's rated the pain as an 8 on a scale of 1 to 10, with 10 being the highest. The patient was non-weight bearing at this time. The patient's husband stated that the left foot was purple and is darker than the right foot. It was later reported that the physician advised the patient to discontinue using the bhs. It was reported that no further information is available.